Event description:
On (B)(6) 2016, the reporter contacted lifescan USA, alleging the subject meter displayed the message "strip problem, retest with new strip". This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.